Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced nickel allergy, chronic pelvic pain and since the insertion of the device she had the increase of retinopathy. On (B)(6) 2016, she had a hysterectomy to remove the devices. Follow up information received on 23-feb-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had nickel allergy and chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for device removal. Additionally, physician stated she experienced increase of retinopathy. Only retinopathy is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, pelvic pain may occur with essure therapy. In this particular case, limited information was provided. However, based on events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Regarding retinopathy, its exact etiology was not specified. Nevertheless, considering essure local action into the fallopian tubes; causality is considered unlikely. Since device removal was required, this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information from 19-apr-2016: quality-safety evaluation of ptc. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had nickel allergy and chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for device removal. Additionally, physician stated she experienced increase of retinopathy. Only retinopathy is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, pelvic pain may occur with essure therapy. In this particular case, limited information was provided. However, based on events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Regarding retinopathy, its exact etiology was not specified. Nevertheless, considering essure local action into the fallopian tubes; causality is considered unlikely. Since device removal was required, this case was regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 24-oct-2016: no new information could be obtained despite follow up attempts. Device similar incident listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1707 cases. Allergy to metals: the analysis in the global safety database revealed 177 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had nickel allergy and chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for device removal. Additionally, physician stated she experienced increase of retinopathy. Only retinopathy is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, pelvic pain may occur with essure therapy. In this particular case, limited information was provided. However, based on events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Regarding retinopathy, its exact etiology was not specified. Nevertheless, considering essure local action into the fallopian tubes; causality is considered unlikely. Since device removal was required, this case was regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Follow up 21-nov-2016: the case 2016-217254 is duplicate of the case (B)(4) and will be marked for deletion. All information from the case (B)(4) was transferred to the case (B)(4). Essure was inserted on (B)(6) 2013. The head of gynecology service of hospital reported that a female patient of unknown age sued her due to essure. Essure was placed to patient without complications. Hysterectomy was performed with patient's consent on (B)(6) 2015 as she had discomforts which she suspected were due to allergy to nickel. Also patient had a retinitis pigmentosa since an unspecified date. Essure was removed on (B)(6) 2015. In 2016 the patient came back to the hospital with the sue and tests which confirm her allergy to nickel, as she thinks that a test for allergy to nickel had to be performed to her previous to essure insertion. The outcome of the events allergy to nickel and retinitis pigmentosa was not recovered / not resolved. (B)(4). Correction on 23-nov-2016: following internal correction the date of hysterectomy was amended to (B)(6) 2016. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases; allergy to metals: the analysis in the global safety database revealed (B)(4) cases; pelvic discomfort: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: an adult female patient who had nickel allergy and chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for device removal. Additionally, physician stated she experienced increase of retinopathy (retinitis pigmentosa) and discomfort due to nickel allergy. Only retinopathy is unanticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, pelvic pain and pelvic discomfort may occur with essure therapy. In this particular case, limited information was provided. However, based on events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Given the retinitis pigmentosa genetic origin and considering essure local action into the fallopian tubes, causality is considered unlikely. Since device removal was required, this case was regarded as incident. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.